Event description:
Complainant alleged that during a routine preventative maintenance check, the device displayed message code "error 42". The complainant indicated that there was no pt involvement in the reported failure.